Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix on the right ventricular lead was tested before placing the lead in the patient. During the implant, the lead needed to be repositioned, but the helix was blocked so the physician replaced the lead. No patient complications have been reported as a result of this event.